Manufacturer narrative:
H.10: the unit was requested for a dedicated investigation at the manufacturer site. The reported error message could be reproduced. The most likely root cause is a defective clamp motor.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a demonstration, a s5 erc tubing clamp / 620mm device was blocked and no error message was displayed on the centrifugal pump control panel. There was no patient involvement.